Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness and a colleague called emergency medical services (ems). The bg finger stick obtained by the colleague was 38 mg/dl. The cgm value was 70 mg/dl. Paramedics transported the patient to the hospital where she was treated with IV medication which contained glucose. The patient was in the hospital for less than a day and was discharged in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.